Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that the patient was in the hospital from (B)(6) 2017 through (B)(6) 2017. She stated that the patient was admitted for peritonitis, vomiting and diarrhea. Per the nurse the patient had been previously diagnosed with peritonitis but neglected to take his antibiotics as prescribed. She stated that he was released from the hospital on (B)(6) 2017 having resolved the vomiting and diarrhea. She stated that the patient visited her in the clinic today where she sent him back to the emergency room (ER) due to a clogged catheter. The clinic secretary verified that the patient was in the ER after leaving the clinic. The patient was treated with vancomycin 1 gm -intraperitoneal every 5 days and fortaz 1 gm intraperitoneal daily. The nurse also stated that peritonitis was caused by the same organism alcaligenes faecalis as the patient did not take his antibiotics as prescribed for the infection experienced in (B)(6).

Manufacturer narrative:
There is no documentation in the complaint file supporting a possible association between the liberty cycler, the cassette and the event of peritonitis, the catheter blockage or the subsequent hospitalizations. However, it is highly likely that the patient non-compliance with antibiotic regime contributed to the ongoing peritonitis and subsequent hospitalization(s). In regards to the catheter blockage, the catheter is not a fresenius product. Additionally, there is no allegation against fresenius products in relation to the adverse event.